Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was reportedly doing well postoperatively. The physician did not suspect device malfunction. The patient had increased pain that needed to be addressed and the stimulator was not helping with those new pain areas. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the device was causing the patient more pain. The patient will undergo an explant procedure.

Event description:
A report was received that the device was causing the patient more pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm, model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm, model #: sc-3354-25, serial #: (B)(4), description: w4 splitter 2x4-25 cm.